Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. The customer requested a repair, defects were found with the device during evaluation, therefore we can confirm this complaint. During evaluation, it was found that the motor was corroded and did not turn. There was a short circuit in the motor cable. Also, the device shut the pump from functioning. Further, the resistance values of the keypad of the handcontrol was out of specifications. The motor, motor cable and the handcontrol set were replaced to resolve the identified failures. The unit was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn. With the available information, we cannot determine the root cause of the other identified failures. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate via service request that the micro tornado hp w handcontrol is repair needed. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.